Event description:
It was reported that the programmer screen was not sensitive to touch even after calibrating the touch screen and changing the stylus. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; programmer screen was not sensitive to touch even after calibrating the touch screen and using a known good stylus; bezel overlay assembly found out of electrical specification. Concomitant medical products: product ID 2067l radio frequency head. (B)(4).